Event description:
(B)(4). The dentist reported that, almost 1 month after the dental implant was installed in intraoral region #30, its non-osseointegration was observed. The patient presented bone type ii.